Event description:
The patient's pump was refilled with no change to the lioresal concentration or overall daily dose which had been stable for sometime. A few days later, thepatient presented to the emergency room withcomplaints of weakness and double vision. The pump reservoir was aspirated and reported to be accurate.